Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was observed to have a frayed cable. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) fell into the patient's anatomy. Photographic images and video recordings of procedure were not available for isi review. The procedure was completed with a back-up instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.